Event description:
The patient reported that they had turned their device off. The patient inquired if their implantable neurostimulator (ins) would still be working and if they should keep their device on all of the time. They had experienced a burning sensation in their bladder on the day of the report. The patient had turned their device off and was not sure if it would cause their symptoms to return. The patient also stated that their ins was off and they were not "flashing water out of the bladder" and that was why they felt the burning sensation. They had also noted that they were implanted so that their bladder would not "flash water" out of their bladder. The patient had already turned their therapy back on. The change in therapy/symptoms was sudden. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.